Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20106979, medical device expiration date: 2023-10-26, device manufacture date: 2020-10-23. Medical device lot #: 20056889, medical device expiration date: 2023-05-27, device manufacture date: 2020-05-25. Investigation summary: a complaint of component damage was received from the customer. One sample and one empty package were returned for investigation. Through visual inspection, the customer complaint was confirmed. The spike had broken off the set. A device history record review for model 2420-0007, lot number 20106979 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007, lot number 20056889 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect was determined to be an external impact force causing the spike to break. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d 2ss cv spike broke off while trying to puncture a bag of saline. This occurred once each in lots 20106979 and 20056889. The following information was provided by the initial reporter: "as discussed yesterday, I have an alaris infusion pump tubing set (ref: (B)(4) / lot: (10)2016979) where the spike broke off when trying to puncture a bag of saline. It was communicated by staff that this was not the first time that occurred but this was the first time an affected product was retained to allow for qc evaluation."